Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator does not power up. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's system board was replaced to address the issue. In addition of the above evaluation, no obvious physical damage has happened to the power supply board. The device's power supply board needs to be replaced. The device's base assembly, rear cover and main housing will need replaced due to physical damage/cracked. The device's software was uploaded. Unit passed final repair test.

Manufacturer narrative:
Device not return.

Event description:
The manufacturer received information alleging a ventilator does not power up . There was no harm or injury reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.